Event description:
In 2021 on an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In 2022 on an unknown date, the patient experienced complete incarceration of the internal collar of the tube in the gastric wall. It was unknown if the tubing was replaced or discarded.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the tubing was replaced or discarded.; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2022-00313 for intestinal tube record.